Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Consumer reported 1 suspected false negative sars result. The consumer communicated they tested positive with molecular (pcr testing). The consumer took another pcr test after the positive result and received a negative result prior to testing with quickvue otc.